Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient expired on 06nov2020 due to sepsis.

Event description:
It was reported that the infection was found to be enterococcus faecium and vancomycin-resistant enterococci bacteremia. The patient experienced escalating pressors, ventilator dependence, resistant infections and decision was made to withdraw care.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the report of a bacteremia and sepsis resulting in death could not be conclusively determined through this evaluation. Additionally, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported patient outcome, including ventilator dependence and escalating blood pressure support medication, could not be conclusively established through this evaluation. It was reported that heartmate 3 lvas, serial number (B)(6), would not be returned for evaluation. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2019. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), is currently available. Section 1 ¿introduction¿ of this document lists death, localized infection, sepsis, and respiratory failure as adverse events that may be associated with the use of the heartmate 3 lvas. Additionally, section 6 ¿patient care and management¿ lists infection as a potential late postimplant complication that may be associated with the use of heartmate 3 lvas. This section also includes information regarding how to prevent and control infection. The heartmate 3 lvas patient handbook, contains several sections with information about how to prevent and control infection. The heartmate 3 lvas instructions for use (IFU) lists localized infection, sepsis, and respiratory failure as adverse events that may be associated with the use of heartmate 3 lvas. Infection is also listed as a potential late postimplant complication that may be associated with the use of heartmate 3 lvas. The IFU, as well as the heartmate3 lvas patient handbook, also provides information regarding how to prevent and control infection. No further information was provided. The manufacturer is closing the file on this event.